Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever. The next day, enterococcus faecalis was observed and the patient was diagnosed with a urinary tract infection. The patient was treated with antibiotics and discharged from hospital 18 days following transcatheter aortic valve replacement (tavr). Per the physician, there was no causal relationship between the adverse event and the device or procedure. No adverse patient effects were reported. Additional information was received to report approximately one month, three weeks following the valve implant procedure, the patient experienced loss of consciousness and was transported to hospital via emergency services and admitted. Nine days later, infectious endocarditis was difinitively diagnosed. Antibiotic medication was administered. The patient was discharged one and one half months after admission.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.